Manufacturer narrative:
This user facility is outside of the united states. The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following could not be completed with the limited information provided: product ID ¿ unknown, device code - unknown, device info - unknown, date implanted - unknown, initial reporter - name unknown, PMA/510(k) number ¿ unknown. Manufacture date. Product location unknown.

Event description:
It was reported that the patient underwent an unknown hip fixation procedure on an unknown date. Subsequently, the patient underwent a revision procedure on (B)(6) 2016 due to unknown reasons. During the procedure, the instruments were damaged due to removal of the implants. No further information has been provided.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable.